Event description:
When physician pulled the needle out of the patient, they experienced quite a bit of pain. When they looked at the needle, they noticed it had like a "burr" at the end of it.

Manufacturer narrative:
Product was not returned to manufacturer for review and proper evaluation.